Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this device is no longer considered reportable by exactech and this report may be disregarded.

Manufacturer narrative:
(D10) concomitant devices: 300-30-08 - equinoxe preserve stem 8mm: (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6) 320-36-03 - 145-deg pe 36mm hum liner +2.5: (B)(6) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 4 year(s), 1 month(s) and 11 day(s) post-operative of an initial left rtsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening. The patient underwent a standard reverse with preserve stem revision, with the reported removal of the glenosphere, glenosphere locking screw, glenoid base plate, and compression screw/locking cap components. In additional note, the patient was converted to a hemiarthroplasty. The outcome of this event is considered resolved and the case report form indicates that this event is unlikely related to the device and definitely not related to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.